Manufacturer narrative:
Continuation of d10: product ID a52300, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the caller requested assistance activating MRI mode. The caller stated they thought something might be wrong with the device as the patient thought it wasn't working and it didn't seem to be helping them. The patient was unable to provide date as to when they noticed the device not working. Technical services walked the caller through using the handset/communicator to connect to the ins but the handset showed "device not responding".  The caller stated they were successful in connecting to the ins. The caller activated MRI mode but it showed "eligibility cannot be determined" with no information code. Technical services reviewed that the communicator must be held in place while activating MRI mode. The caller was able to deactivate and re-activate MRI mode to show the patient was full body eligible. Additional information was received from the patient. They reported thatit was stated that the device was defective and stated that a new one was going to be placed. The cause was unknown. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.